Event description:
It was reported that the health care professional (hcp) wanted to review the presenting electrogram (egm) on this implantable cardioverter defibrillator (ICD) as loss of capture (loc) was suspected. Technical services (ts) reviewed the device data and determined the loc observed was functional as the premature ventricular contraction (pvc) fell on the refractory period following the atrial pace. Ts determined the device is functioning as programmed and provided reprogramming options. No adverse patient effects were reported. This ICD remains in service.